Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, shaft break occurred. Vascular access was obtained via right femoral artery. The 95% stenosed target lesion was located in the severely calcified and severely tortuous middle segment of obtuse marginal branch of the circumflex artery. The physician tried to use a 3.50mm x 16mm veriflex stent, but they noticed that the proximal shaft of the catheter broke. They remove the device and the physician pinched the proximal shaft of the catheter on the attempt to straighten it, and it fractured in to two pieces. The struts of the stent was intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.